Manufacturer narrative:
Expiration date: ni. Date of death: ni.

Event description:
A report was received that the patient passed away. It is unknown if the patient's death was device or procedure related.

Manufacturer narrative:
No further information can be obtained.

Event description:
A report was received that the patient passed away. It is unknown if the patient's death was device or procedure related.